Manufacturer narrative:
(B)(4). Method - actual device not evaluated. Process evaluation performed. Device history record for control lot was reviewed. No ncmrs identified. No related complaint trends or capas identified. Result - no results available since no evaluation performed. Conclusion - known inherent risk of procedure. Itc has requested all data required for form 3500a.

Event description:
Nurse reports end user injury while preparing the itc whole blood control. Nurse was adding diluent with a syringe to reconstitute the dried whole blood control material. When withdrawing the needle from the vial, she sustained a scratch on the ring finger of her left hand. Nurse was wearing gloves at this time. Nurse stated she did not bleed very much and washed her hands per the facility's procedures. The next morning, she noticed that the scratch was inflamed approximately 2cm across and went to the hospital to have it examined. At the hospital, she received a tetanus shot and was treated with antibiotics. Material safety data sheet provided to customer. Itc whole blood control does not contain human blood products.